Manufacturer narrative:
This pt was dialyzed via a central venous catheter. The organism halomonas was isolated from his blood cultures. He received antibiotic therapy (ceftazadime) as an outpatient, and recovered. He remains on his regular outpaitent dialysis schedule. The phoenix machine ph7040 has been used on other pts since the incident, with no other pts developing an infection with this organism. There has been no change in the clinic's machine disinfection protocol. The hospital's infection control dept investigated these two unusual infections and found the presence of the halomonas organisms in cultures taken from the machine drains and the orifice of the who (waste handling option) on the machine. Dialysate and water treatment system cultures at the clinic have historically been negative or within the association for the advancement of medical instrumentation (aami) limits. The infection control dept suspects that inadequate disinfection, especially of the who port, resulted in this extremophilic organism remaining in the machines